Event description:
It was reported that the left ventricular lead exhibited high capture thresholds post implant and the lead was programmed off. The lead was capped during routine device change out procedure on (B)(4) 2015. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.